Event description:
Related manufacturer ref: 2182269-2022-00003. During a radiofrequency ablation procedure of the left lumbar l3-s1, a second degree burn was noted at the grounding pad site. The grounding pad was placed on the right side of the lumbar between l3-l5 and did not overlap with any other patches. There were no wrinkles or edges that were lifted on the pad. The patient's skin was not prepped prior to the placement of the grounding pad and the patient was not noted to be hairy or diaphoretic. The second degree burn was noted to be four centimeters by one to two centimeters in diameter and was white in color and surrounded by erythema. Sterile dressing was placed over the burn with bacitracin ointment applied. A prescription was also prescribed for silvadene ointment and the patient was sent to wound care.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. No periods of over temperature were recorded or reproduced during the evaluation performed. Functional testing performed confirmed user defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The reported issue was unable to be reproduced. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as the returned device operates as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformance's associated with the reported event were identified.